Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump reservoir compartment is damaged and the reservoir needs to be taped in place for it to work. The customer's blood glucose reading was 298mg/dl at the time of incident. Troubleshooting found that the pump was cracked and is missing the o ring. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with minor scratches on the lcd window, a broken reservoir tube lip, a cracked case at the display window corners and a missing reservoir tube o-ring.